Event description:
It was reported to philips that the system could not emit x-ray. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency vascular treatment procedure was aborted, and the patient was moved to another system to complete the procedure. A philips field service engineer (fse) visited the site, checked the log file and performed a system inspection. The fse found that the image processing (ip)-pc could not start and was unable to access images. The fse solved the issue by re-seating the memory modules, cable connections and reinstalling the software on the ip-pc. After these service actions, the system was returned to use in good working order. The codes were updated based on the investigation outcome.